Event description:
It was reported that a home patient received a system error 2240 (air in line) alarm during use of the homechoice machine during dwell three of five. The technical services representative assisted the patient in clearing the alarm. The hp would disconnect for the day and complete the remaining cycles the following day. During troubleshooting, no abnormalities were noted that could have caused or contributed to this system error. There was no patient injury or medical intervention in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. An alarm indicative of a potential malfunction of the disposable cassette was identified.  As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed.  Should additional relevant information become available, a supplemental report will be submitted.